Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a decreased heart rate at fifty five beats per minute (bpm). Moreover, a pocket revision was planned for the day for device migration. To date, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a decreased heart rate at fifty five beats per minute (bpm). Moreover, a pocket revision was planned for device migration without any signs of infection. This device was surgically revised and remains in service. No additional adverse patient effects were reported.